Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet received.